Event description:
A report was received that the patients lead was damaged from another surgery. The patient underwent a lead replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 08:26 am CT. The report number is being corrected from: 3006630150-2018-62274 to: 3006630150-2018-61266.

Event description:
A report was received that the patients lead was damaged from another surgery. The patient underwent a lead replacement procedure.